Event description:
Endoscopy found bleeding from the cardia of stomach. In the night of the day when the device was placed, the pt spat up blood and went into shock. The doctor considered the catheter might have broken and caused the incident.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.